Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient was not receiving therapy and there was fluid around the pocket. The pump was replaced as the hcp questioned if the pump/pump connector were not working. The pump was used to deliver lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.